Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, back pain, dyspareunia, dysmenorrhoea, depression, migraine, headache, mood swings and anxiety outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, migraine, mood swings and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet was received. Events added from pfs- mood swings, anxiety. And previously reported event-psychological trauma updated to event-depression. Reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the abdominal pain had resolved and the back pain, dyspareunia, dysmenorrhoea, psychological trauma, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment for migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, back pain, psych injury, migraine, headaches, plaintiff did not undergo essure confirmation test. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.